Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision was to gain better coverage of the patient¿s new pain areas. The patient underwent a procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.